Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and replaced. The patient was stable.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited a slow charge time and a shorted output stage detection (sosd) alert that suggested possible damage to the high voltage circuitry. No intervention has been performed and the device will continue to be monitored. The patient was stable and asymptomatic.